Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush fell off / it's very loose and wobbly [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age was brushing her teeth with her oral-b triumph professional care toothbrush on unspecified date and the oral-b sensitive brushhead fell off. She described that it was very loose and wobbly. She asserted that the product had never been dropped in the 6 months since she had purchased it, and she was using it concomitantly with (B)(4) toothpaste. She had never had a problem with the brushheads before. No symptoms developed.